Manufacturer narrative:
The customer¿s reported complaint of pressure sensor errors were confirmed after review of the logs with pump module (B)(4) and syringe modules. However, the errors were not replicated on any device during testing. A review of the device error logs confirmed pump module experiencing pressure sensor errors 240.4150.0, noted in the pcu/pump module technical service manual as 240 (bottle pressure safety system); 4150 (sensor broken high failure). Both affected pressure sensors were determined to be over 7 years old based on the manufacture date code; logs also confirmed syringe modules with pressure sensor errors 354.6770.0, listed in the syr/pca module technical service manual as 354 (patient pressure safety system); 6770 (pressure sensor circuit test failure). Pump modules functional tests and asm analog sensor tests confirmed pressure sensor components operating as intended, in specification. Similarly, syringe module functional test, asm pressure disc accuracy test and power on cycle test confirmed devices are operating as expected, in specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that during preventative maintenance or repairs they found 3 syringe pump modules and 2 lvps that are exhbiting pressure sensor errors. There was no patient involvement.